Event description:
It was reported via repair work order that the headend lift had intermittent function and would sometimes get stuck due to a malfunctioned sensor coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.